Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/11/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings: the keypad cover was found to be peeling and has a small tear below the ok button. The contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery function. The keypad was removed and revealed evidence of contamination under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).